Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The patient visited urgent care and states that the incision site is now healing and was doing well. No further investigation is required.

Event description:
On october 30th 2019, senseonics was made aware of an incident where the incision site of the patient is wide open and does not look inflamed. The patient steri-strips were fallen off and was advised to visit urgent care.